Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The patient was reported with non-ischemic cardiomyopathy and was also diagnosed with chronic obstructive pulmonary disease prior to left knee replacement with recent right shoulder incision and drainage for septic shoulder. Furthermore, the patient was admitted with (B)(6) and device infection. Pulmonary artery thrombus or septic embolism was also noted on the patient. The patient was given intravenous antibiotics. In addition, the patient was being followed by vascular surgery for right arm hematoma. There were no additional adverse patient effects reported. The crt-d was explanted.